Event description:
It was reported that a fragloc screw driver broken during case. No adverse effects reported to the patient.

Manufacturer narrative:
A visual examination under magnification of the returned frag-loc 1.5mm cannulated driver assembly and frag-loc compressive sleeve was performed. The returned driver assembly batch number and the returned sleeve batch was confirmed. Both parts had general signs of wear. The assembly's hex driver tip had a noticeable fracture along it's hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. The sleeve had missing anodization. The sleeve's threading had pulled away from its shaft, that aligned with stripping. Thread stripping may occur when excessive force is applied to the sleeve during torque to overcome increased resistance. This increased resistance can have many contributing factors such as improper screw insertion or improper surgical technique. No definitive conclusion can be made. Additional reporting for this event found in 3025141-2025-00303.